Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using the unspecified bd¿ infusion set the medication backflowed into the primary bag. The following information was provided by the initial reporter: ivpb ertapenem backflowed into primary bag of lr.

Event description:
It was reported that while using the unspecified bd¿ infusion set the medication backflowed into the primary bag. The following information was provided by the initial reporter: ivpb ertapenem backflowed into primary bag of lr.

Manufacturer narrative:
H.6. Investigation summary: no product was returned by the customer but 3 photos were received. The photos shows that the medication back flowed into the primary bag therefore they verify the complaint. Investigation could not be performed due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number and material number was not provided by the customer. Due to no sample being received a root cause could not be determined.